Event description:
It was reported the physician implanted a gore® cardioform septal occluder on (B)(6) 2021. The 1-month follow-up ECG on (B)(6) 2021 was noted to be normal. At a follow-up visit on (B)(6) 2021, an atrial fibrillation was noted. Received additional notification on 11/24/2021. Low does of toprol was given to the patient. Loop recorder implantation done to confirm the afib.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.